Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used for a calculus removal procedure performed on (B)(6), 2009. According to the complainant, the retrieval coil functioned when pretested but would not close once inside the pt. It is unk if a stone was present in the device when the malfunction occurred. The procedure was successfully completed using another stone cone nitinol urological retrieval coil. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device MFR and expiration dates cannot be determined. Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed. (B)(4).